Event description:
Physician successfully deployed one resolute integrity drug eluting stent. Approximately 2 weeks post index procedure, the patient suffered an accute myocardial infarction and stent thrombosis. It is reported that the patient recovered.

Event description:
Pci was performed due to ami. The lesion was in the lad and was severely calcified. The previously reported stent thrombosis was aspirated and treated with a balloon.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (stent thrombosis and mi); (unknown) ¿ root cause is undetermined; (no results available since no evaluation performed) - device or procedural images not provided for review; device not returned for evaluation. Conclusions: inherent risk of procedure ¿ (stent thrombosis and mi);(unknown) ¿ root cause is undetermined; (unable to confirm complaint) ¿ device or procedural images not provided for review. (B)(4).